Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on the guide meter, compared to a professional meter, within 10 minutes: 54 mg/dl, 344 mg/dl, lo mg/dl (which on the system indicates a result of less than 10 mg/dl) (guide) and 150 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.